Manufacturer narrative:
Preliminary analysis showed that the reported issue is most probably caused by the flat cable which connects the video board to the carrier board being worn out.

Event description:
Reportedly, abnormal colors and lines are intermittently displayed on the programmer screen, making it impossible to read.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, abnormal colors and lines are intermittently displayed on the programmer screen, making it impossible to read.

Event description:
Reportedly, abnormal colors and lines are intermittently displayed on the programmer screen, making it impossible to read.